Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, scarring and chronic pain. This emdr represents the bard/davol ventralex mesh (device #2). Additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on (B)(6) 2007, the patient underwent surgery for an inguinal hernia repair surgery and a bard/davol perfix plug and was implanted. Attorney alleges that further to implantation with the product, the patient suffered the development of hernia recurrence and chronic pain. It is also alleged that on (B)(6) 2011, the patient underwent a revision surgery with implant of a bard/davol ventralex mesh. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.